Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test two patients (mother and son) both received negative results. The patients received a positive result from subsequent testing. It is unclear whether or not the subsequent test was completed using the same product. This event occurred 1 time. There is no indication that false results were reported to health care providers. There is no indication of patient impact. The following information was provided by the initial reporter: customer wasn given 2 negative results and she had symptoms and when she took another test she tested positive. One was her son and one was her. Both got the same results. (B)(4).

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2006660, ¿had a negative result however pcr test was positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test two patients (mother and son) both received negative results. The patients received a positive result from subsequent testing. It is unclear whether or not the subsequent test was completed using the same product. This event occurred 1 time. There is no indication that false results were reported to health care providers. There is no indication of patient impact. The following information was provided by the initial reporter: customer wasn given 2 negative results and she had symptoms and when she took another test she tested positive. One was her son and one was her. Both got the same reuslts (B)(4).